Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned armada balloon catheter confirmed the reported torn balloon. Scanning electron microscopy analysis noted the distal and proximal halves of the balloon exhibited a radial and longitudinal separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat restenosis of a non-abbott stent, in a heavily calcified subclavian vessel. The 14 x 40 mm armada 35 was advanced without issue, distal to the stent and inflated to 8 atmospheres (atm). The balloon was deflated and pulled into the stent and inflated; however, the balloon ruptured at 7 atm. During removal, the balloon met resistance with the 7fr sheath, and the balloon became severely torn. The devices were both removed together. A new armada balloon was used to complete the procedure successfully. It was noted that the balloon was prepped outside the patient. A clinically significant delay in the procedure was noted due to the excess time needed to remove the ruptured balloon; however, there were no adverse patient effects. No additional information was provided.